Manufacturer narrative:
Additional devices listed in this report: cat # 542-11-56f, lot # mllweh, description: trident psl ha cluster 56mm; cat # 621-00-36f, lot # mkkw3a, description: trident 0° crossfire insert 36 mm ID; cat # 6260-9-036, lot # mmaa4x, description: v40 cocr lfit head 36mm/-5; cat # 2030-6525-1, lot # mlr7e8, description: 6.5 cancellous bone screw 25mm; cat # 2030-6525-1, lot # mlr7e8, description: 6.5 cancellous bone screw 25mm; this revision surgery was discovered while reviewing records from a previously reported event. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's first revision. Should additional information become available, it will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was found through the implant sheets received that there was an unknown right hip revision surgery. (B)(6) 2014: the office of clinical safety at the (B)(6) hospital provided the following information: "(B)(6) y.o. Male s/p a right total hip arthroplasty in (B)(6) 2013... Complicated by a femoral neck fracture. He subsequently underwent a revision right total hip arthroplasty in (B)(6) 2013... With a larger femoral head and screws.'

Manufacturer narrative:
An event regarding crack/fracture involving a accolade tmzf hip stem #3 was reported. The event was not confirmed. Device evaluation not performed as the device was not provided for evaluation. A device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. There have not been any other events for the specified lot. The reported event involves complication of a primary total hip arthoplasty due to the fracture of the femoral neck. The patient was completely revised due to the fracture. The exact cause of the event could not be determined because further information is needed to determine the root cause. No further investigation for this event is possible at this time.

Event description:
It was found through the implant sheets received that there was an unknown right hip revision surgery. On 06-25-2014: the (B)(6) hospital provided the following information: "(B)(6) male s/p a right total hip arthoplasty in (B)(6) 2013... Complicated by a femoral neck fracture. He subsequently underwent a revision right total hip arthroplasty in (B)(6) 2013... With a larger femoral head and screws.'